Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to use on the patient during a thoraco/lobectomy. During the fourth firing, they connected the reload to the adapter but the display screen was blackout. They pushed the green buttons and the display screen did not react. The case was completed using new handle and shell with the same adapter and reload. After surgery they tried to use the device again and the display screen showed the logo for 2 seconds and then became blackout. They inserted the handle into the charger and after 10 seconds the status indicator illuminated as fully charged. No patient involvement.